Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker's automatic safety switch went from bipolar to unipolar due to the related right atrial (ra) lead exhibiting high, out of range impedances of greater than 3000 ohms. The presenting electrocardiogram shows atrial noise and capture could not be confirmed. Boston scientific technical services recommended clinical follow-up to review the functionality of the related lead. No adverse patient effects were reported. This device remains implanted and in service.

Event description:
It was reported that an automatic safety switch occurred, and this pacemaker went from bipolar to unipolar due to the related right atrial (ra) lead exhibiting high, out of range impedances of greater than 3000 ohms. The presenting electrocardiogram shows atrial noise and capture could not be confirmed. Boston scientific technical services recommended clinical follow-up to review the functionality of the related lead. No adverse patient effects were reported. This device remains implanted and in service.